Manufacturer narrative:
After further review of additional information received. Complaint conclusion: as reported, after being inflated at the lesion, the 8mm x 4 cm saberx percutaneous transluminal angioplasty (pta) dilatation catheter could not be deflated, and it was difficult to remove from the patient's body. Finally, it was collected into the catheter and removed. There were no reports of patient injury. The device was returned for analysis. A non-sterile ¿saber 8mm4cm 155¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected, the balloon was received deflated and cone-shaped, indicating it was forced into the guiding catheter or csi. Two kinks were observed at 6.5 cm and 70 cm from the distal tip. The entire length of the inflation lumen and the balloon were saturated with contrast/saline solution crystals. No other notable details were observed. Functional testing was performed, an inflator/deflator device was attached to the inflation port. Balloon inflation was conducted by applying positive pressure with the inflator/deflator device to reach the rated burst pressure. However, the device was saturated with contrast, making proper testing impossible, even after soaking in an ultrasound bath. This saturation suggests that the customer could not deflate the device and remove the contrast as expected. The kink in the shaft likely caused the deflation issue, preventing complete removal of the contrast and deflation of the balloon. A product history record (phr) review of lot 82303876 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty ¿ unable to¿ was confirmed. The device was received saturated with contrast, the balloon was deformed and had a cone-like shape in appearance and exhibited a severe kink in the shaft. This suggests there may have been difficulty in deflation and device removal. Additionally, the contrast-to-saline ratio was not provided. The device was soaked in an ultrasound bath in an attempt to remove the saturated crystals; however, the solution could not be removed, preventing functional analysis. The reported ¿balloon withdrawal difficulty¿ could not be confirmed due to the nature of the complaint and the absence of concomitant devices. The exact causes of the reported events cannot be determined. However, based on the conical shape and severe kink observed, it is likely that force was used to remove the device. With the limited information provided regarding the event, procedural factors and handling of the device likely contributed to the events reported based on the analysis of the device returned. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Corrected data: updated primary unique device identification (UDI) number. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, after being inflated at the lesion, the 8mm x 4 cm saberx percutaneous transluminal angioplasty (pta) dilatation catheter could not be deflated, and it was difficult to remove from the patient's body. Finally, it was collected into the catheter and removed. There were no reports of patient injury. The device was not returned for analysis. A product history record (phr) review of lot 82303876 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty ¿ unable to¿ and ¿balloon withdrawal difficulty¿ were not confirmed as the device was not returned for analysis. The exact causes cannot be determined. Limited information was provided regarding procedural factors and vessel characteristics which may have been contributing factors. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after being inflated at the lesion, the 8mm x 4 cm saberx percutaneous transluminal angioplasty (pta) dilatation catheter could not be deflated, and it was difficult to remove from the patient's body. Finally, it was collected into the catheter and removed. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82303876 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.